Event description:
Journal article received: minimally invasive percutaneous plate osteosynthesis (mippo) using the dcs in proximal and distal femoral fractures, c. Krettek, p. Schandelmaier, t. Nliclau and h. Tscherne, injury, volume 28, supplement 1, 1997, pages a20¿a30 reported: in a prospective study of 14 cases of supracondylar or subtrochanteric fractures or osteotomies stabilized with a dynamic condylar screw (dcs) inserted using a minimally invasive percutaneous plate osteosynthesis (mippo) technique, it was noted that there was one patient who experienced a broken screw which required a repeat fracture fixation. This report is for an unknown guidewire. It is not known if it was a synthes device. This report is 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Injury, volume 28, supplement 1, 1997, pages a20¿a30. Investigation could not be completed, no conclusion could be drawn as no device was returned or lot number provided. This device was used for treatment not diagnosis.